Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the electrode belt connector was pulled from the monitor case. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is a detached belt receptacle from the j1001 connector on the computer / analog (ca) board. The cause of the detached receptacle is the pulled connector. The root cause of the pulled connector cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.